Event description:
It appears the optima ic-5310 bed is a strong focus by the fire investigators in this house fire. Where one individual died and two others were taken to the hospital for burns. True identification as to bed has not been established yet.